Event description:
It was alleged that a continuous positive airway pressure (CPAP) device emitted a burning odor while in use, causing an end user to be admitted to the hospital. The MFR requested the return of the device for evaluation, however no product has been returned. Upon completion of the MFR's investigation, a follow up report will be filed.